Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial:(B)(6). Batch: 7076180.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to unknown reasons. Additional information was received that all device components were explanted and will not be returned as the facility discarded the products. No further information has been obtained despite good faith efforts.